Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant rupture was discovered during surgery" previously suspected via ultrasound and MRI. Device explanted.